Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(4) 2014 to assess the instrument test well images. No patient sample or customer product was returned to immucor for immucor investigation. Immucor laboratory tested retention product on (B)(4) 2014 which performed as expected.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.